Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however device data was not yet provided. This investigation will be updated when further information becomes available.